Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Lvp bezel post recall group 1 -dom 2019 membrane frame fault, damaged iui pin and case front, iui- damaged pin, corroded case rear, cracked ail sensor assy. There is no patient involvement. Lvp bezel post recall group 1 -dom 2019- 07/22/2019 16:41:00 kameran heyward (kheyward) poc: douglas skrabski/biomed/douglas.skrabski@va.gov/412-360-3810 08/05/2019 13:59:42 thong trang (ttrang) estimate mjr waiting for approval. 10/23/2019 11:05:07 crisleivy pena (crpena) npi confirmed updated from mnr to mjr for the major repair needed per thong trang, service tech. Repair approved by douglas skrabski, biomed, at d ouglas.skrabski@va.gov for $365. New po# 646-0u0112. 11/01/2019 15:18:50 thong trang (ttrang) lvp bezel post recall completed, replaced bezel assembly. 11/04/2019 07:34:01 annette a mendez (amendez) 1001910520610001524000119242610802 11/14/2019 19:15:56 mikee d baldonado (mbaldona) during the repair process, it was determined that the original problem code should have been brok (broken/damaged) for complaint trending purposes. File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.